Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced an unspecified air in line alarm during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that they had ¿too much air in the line¿ and they had to end the therapy. The technical service representative discussed completion of therapy using manual supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The reported problem was identified during the event history log review, as a low priority alarm 30166. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external/internal inspection was performed and the device passed. A short simulated therapy was successfully performed. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem, and the device meet specification related to the reported issue. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.